Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line. The event occurred while the patient was connected to the homechoice for their initial drain of peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) advised the hp to end therapy and to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.